Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. The device failed the audio test during the call. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to lifted pads at j7 connector (power connector). Unable to verify audio/vibrate anomalies/absence of alarms anomalies due to blank display. Unable to verify sensor or bg meter anomalies due to blank display. Unable to verify change sensor alerts or sg anomalies due to blank display. Unable to perform displacement test and selftest due to blank display.